Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the reader would not power on with either button press or test strip insertion. Due to delivery delay, customer reported experiencing light-headedness and faintness. The customer went to hospital. The customer was diagnosed with hyperglycemia and treated with insulin (dose/type) and IV for dehydration. There was no report of death or permanent injury associated with this event.